Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) in all programmed vectors and high out of range pacing impedance measurements greater than 2,000 ohms. The root cause of the clinical observations was not determined and the patient was noted to be pacemaker dependent and was symptomatic with the loc. The lv lead was programmed off and a lead revision will be planned on an unknown date in the future. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced due to a product performance issue. A lead fracture near the lead terminal pin was suspected. No additional adverse patient effects were reported.